Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a dark circle and then shut down with no lines on the battery. It was noted that the insulin pump had a battery failure and a failed battery test. Parent also mentioned having no delivery alarms on the insulin that were resolved by a set change. No further information reported.